Event description:
A surgeon reported that following intraocular lens (iol) implant, a pt had an unexpected outcome. The pt did not return for follow up and is being treated by a different doctor. The treating doctor indicated to the implanting surgeon that the outcome was caused by an error with the online calculator. Additional information was received from the implanting surgeon, who reported that the pt had lasik prior to iol implant surgery, but still believes that the online calculator gave erroneous data and contributed to the event.

Manufacturer narrative:
Evaluation summary: more information is needed to be able to look into this report further (the values that were entered and the location of the perceived error). The reporter was unwilling to provide any further data regarding the event. No root cause could be determined. Additional information was requested and received. (B)(4).